Event description:
It was reported that the right ventricular lead exhibited unacceptable thresholds and a sensing anomaly. The lead was explanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(6).